Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient remained in hospital a day after implant for device verification where lead dislodgement and no capture were noted. The lead was repositioned successfully on (B)(6) 2018 which resolved the issues. Patient was well before, during and after the procedure.